Manufacturer narrative:
(B)(4). Date sent: 3/30/2026. D4: batch# 803d50. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with no apparent damage. Only the anvil half washer was present, the device was fully loaded with staples, indicating that the device had not been fired. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. No battery was received, however, when the test battery was installed the green checkmark illuminated indicated that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the actuator was touching the stop switch actuator. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 803d50, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. D4: batch # a99859. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: our customer claims that ¿the green check mark was illuminate even though the device would not fire¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a robot-assisted sigmoidectomy, after docking the anvil placed on the cranial side colon with the main body inserted from the anal side, it did not move at all when tried to fire. When inserted the battery, the led light was illuminated, so the customer thought there was no problem, but it did not activate. A replacement for the main body was taken out, and a spear was pulled out of the same hole and docked. The replacement was able to fire as normal, and the anastomosis was completed successfully. After the surgery, when looking at the defective cdh, a green completion check mark was illuminated, the customer doesn't remember if it was illuminated when inserted the battery. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.